Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited noise with oversensing. Insulation breach was noted on the rv lead. The pacemaker was explanted, the rv lead was surgically abandoned, and a new system was implanted successfully. No additional adverse patient effects were reported.